Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed, and the outer insulation had a breached depression. It was also noted that all conductor were distorted, all conductors had blood/body fluid (not obstructed), the inner insulation was torn, the outer insulation was breached cut, and the outer insulation had a cosmetic depression.